Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.3. Date: (B)(6) 2011, inratio: 1.8. Date: (B)(6) 2011: 0.9.